Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 114 mg/dl. Customer was sitting in her physics class when the alarm occurred. Customer went to put the bolus in and it stayed there before the alarm came up. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.